Event description:
Dr reported to boston scientific (distr) that a pt he injected with coaptite has died. The pt was injected periurethrally with 2-3 ml of coaptite. The pt died 8 hrs later, boston scientific reported that two lots of product (lot # 1002206 & 1002346) were shipped to the physician. It has not yet been determined which lot may have been used.

Manufacturer narrative:
During initial follow-up it was learned that dr., medical director at boston scientific corp, spoke with the treating physician. Dr said he was very surprised by the death as there were no apparent issues during the procedure that would have led to this outcome. Co's evaluation indicates that the device was used according to labeled indications. The device history records indicate that lots 1002206 and 1002346 met specifications at the time of release. There is not enough info to determine cause of death at this time. An autopsy is scheduled. The results of which will not be available for 8 to 10 weeks. Medical director asked the medical examiner to include an evaluation of potential product interaction.